Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed #120 and the screen went black. There was no patient harm reported.

Manufacturer narrative:
Updated sections: b4, e1, e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge fse evaluated the unit. The getinge fse reported that initially the replacement of the keyboard control board did not solve the problem, the alarm still exists. The fse stated that the hospital had never maintained the unit. The fse then after dismantled and cleaned the power module and removed the dust and the issue was resolved. The fse ran all functional and safety test to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a